Event description:
Litigation papers allege: experiencing pain and tenderness in his right hip and groin. The pain and tenderness has never gone away. He has suffered through three years of constant pain, three year of physical therapy and has had trouble walking. In addition he will need a revision surgery sometime in the future, with that he faces bone loss, chronic pain, decrease quality of life and other serious medical problems. Update: (B)(6) 2012-medical records received and attached electronically. Part/lot were updated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2012 - medical records received and have been printed. Part/lot were updated. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).